Event description:
It was reported that during a hals sigmoidectomy procedure the lap disc broke. During the hals sigmoid the surgeon brought the bowel out thru the disc, after completing his purse string for the anvil on the eea, the bowel was then re-inserted back into the abdomen. The surgeon continued the procedure when the disc broke at the iris valve. Another disc was opened. There was no pt consequence. One device returning.